Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('scar tissue caused me to start hemorrhaging severely and I was hospitalized for two days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion hospitalization) and scar ("I had a massive amount of scar tissue growing inside me"). The patient was treated with surgery (I had to have dnc). At the time of the report, the scar outcome was unknown. The reporter considered genital haemorrhage and scar to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : scar, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('scar tissue caused me to start hemorraging severely and I was hospitalized for two days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion hospitalization) and scar ("I had a massive amount of scar tissue growing inside me"). The patient was treated with surgery (I had to have dnc). At the time of the report, the scar outcome was unknown. The reporter considered genital haemorrhage and scar to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: scar, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.